Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, the cable on the instrument was observed to be broken. There was no report that any fragment(s) from the instrument broke off and fell into the patient. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both the pitch up and down cables are frayed at the distal clevis hub. Small frayed strands stick out at the wrist. One grip open cable is frayed at the distal idler pulley and frayed strands also stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .171 - .063 in length and are not aligned with the tube axis. The main tube also has a sticky residue 3.34 from the clevis hub up to 10 of the main tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; the frayed pitch up/down cables and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.